Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician identified a high drain volume error 103 (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) in the logs. The high drain volume error 103 occurred on (B)(6) 2012 at 08:04. The drain volume was unknown. The largest prescribed fill volume equaled 1500ml. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet electrical performance specification requirements. The device failed functional performance specifications for no display; however, there was no device failure or malfunction identified that could have caused or contributed to the reported iipv. The device was sent to service. The assignable cause of the iipv was undetermined.